Event description:
It was reported that this right ventricular (rv) lead had exhibited intermittent loss of capture. The patient had presented with presyncope symptoms to the emergency room. Chest x ray showed the lead had dislodged and lost its slack. In addition, high pacing thresholds were noted. Subsequently, the rv lead was successfully repositioned. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Added corrected impact code.

Event description:
It was reported that this right ventricular (rv) lead had exhibited intermittent loss of capture. The patient had presented with presyncope symptoms to the emergency room. Chest x ray showed the lead had dislodged and lost its slack. In addition, high pacing thresholds were noted. Subsequently, the rv lead was successfully repositioned. This rv lead remains in service. No additional adverse patient effects were reported.